Manufacturer narrative:
Citation: becker m et al. Incidence, indications and predicting factors of permanent pacemaker implantation after transcatheter aortic valve implantation: a retrospective study. Arch cardiovasc dis. 2017 jun 21. Pii: s1875-2136(17)30114-6. Doi:10.1016/j.acvd.2017.03.004 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it could not be determined whether these observations have been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding permanent pacemaker implantation following transcatheter aortic valve implantation (tavi). All data were collected from a single center between 2013 and 2015. The study population included 185 patients (predominantly male; mean age 82 years), 62 of which were implanted with medtronic corevalve (serial numbers not provided). Among all patients adverse events included: tamponade, and permanent pacemaker due to permanent or paroxysmal complete heart block (chb), mobitz ii atrio-ventricular (av) block, sinoatrial block, slow atrial fibrillation, and left and right bundle branch block (lbbb/rbbb). Multiple manufacturers were noted in the literature; based on the available information, a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.